Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the radio frequency identification (rfid) shows the wrong serial number. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was not failure caused by manufacturing. However, the definitive root cause could not identified. Olympus will continue to monitor field performance for this device.